Event description:
It was reported that the patient had a groshong catheter implanted on july 7, 2020, and there was no problem with infusion. A nurse in charge found that leakage from secured part of catheter (inside of the dressing was wet ) , so that removed the catheter. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. Non-vad extension tubes were attached to both luer adapters. Microscopic inspection of the sample did not reveal any evidence of leakage or damage. Attempts to infuse water through the sample using a 12ml syringe revealed both samples to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020, and there was no problem with infusion. A nurse in charge found that leakage from secured part of catheter (inside of the dressing was wet ) , so that removed the catheter. There was no reported patient injury.